Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead, implanted: (B)(6) 2012. (B)(4)

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion caused by high thresholds on the left ventricular lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.